Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient's device was explanted after experiencing pain at the ipg site. There have been no reports of further complications.